Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified shunt. A 165cm transcend guide wire was advanced but failed to cross the lesion. The device was replaced with a non-bsc guide wire. A 5.0mm x 40mm x 80cm sterling¿ balloon catheter was advanced and initially inflated at 14 atmospheres. On the second inflation at 13 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient and the patient had no injuries.